Event description:
It was reported that the patient experienced ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) was unable to convert the rhythm. The patient deceased, and there is no allegation from the physician that the patient¿s death was caused or contributed by any of the patient¿s abbott products or any procedures involving the abbott products.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.